Manufacturer narrative:
Exemption number e2015055. The three reported devices were received for evaluation; the event was confirmed during testing. Evaluation found the devices had disassembled and were missing components. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the devices were reportedly disassembling. There was no patient involvement; no patient impact.